Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom door not fully latched messages was confirmed and reproduced. It was caused by failed door latch hooks causing the force required to close the door to be higher than expected. As a result, the door hooks and latch pins were replaced.

Event description:
It was found during baxter's testing that a pump was alarming for a door not fully latched message. There was no pt involvement since the error message was found during testing.